Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure in (B)(6) 2015 and topical skin adhesive was used. Following the procedure, the patient experienced a skin reaction at the closure site. The dermatologist opined to the surgeon that the patient had a severe dermatitis reaction to the topical skin adhesive. The patient was treated with steroid creams, antibiotics and oral steroids. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/28/2016. It was reported that the patient underwent a bilateral breast augmentation and abdominoplasty procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, betadine paint was used as prep skin, but prior to closure incision was rinsed with betadine solution dilute with normal saline and then the incision was rinsed with normal saline and dried prior to the one layer of application of the topical skin adhesive. Within 48 hours following the procedure, the patient experienced a skin reaction at the closure site, dermatitis, redness, warm and itchy around the incision. By the third day, the redness was spreading around the patient¿s lower trunk circumferentially and up to breasts on the front of her trunk. It was also reported that the patient had small areas of blistering throughout the red reactive area and visible rash was around her trunk and extended down the thighs. The patient was in pain and stated that the areas were warm and very itchy. Overall, the reaction covered circumferential lower trunk, upper thighs and groin as well as the entire front of abdomen. The dermatologist opined to the surgeon that the patient had a severe dermatitis reaction to the topical skin adhesive. The patient was treated with steroid creams, antibiotics and oral steroids. It was reported that, currently, the patient recovered. (B)(4).

Manufacturer narrative:
(B)(6).